Event description:
Dr implanted a vena tech lp vena cava filter and it moved upward approx 1.5 vertebral bodies and tilted. The physician continues to follow the pt. There were no associated pt injuries reported with this incident.